Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer found blank display on the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. Battery cap contacts and battery compartment and/or springs are not damaged. Display did not return after inserting a new battery. Instructed customer that pump will be replaced and also advised customer to discontinue use the pump and revert to backup plan per healthcare professional instructions and to place pump in storage mode. No harm requiring medical intervention was reported. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. No blank display during testing. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully downloaded pump traces and history file using thump. Critical pump error (open book image) alarm was generated due to as per errorlog, the open-book was generated due to fatal error (predefined pattern 0xdead0034)- suspecting the hardware. But the history and traces do not contain the corresponding record so, which fatal error caused the open-book cannot be identified per mark freger. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, force sensor, motor and keypad flex tail noted. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay and scratched case. Critical pump error (open book image) alarm was confirmed. Critical pump error (open book image) alarm, due to moisture damage on the electronic assembly. Blank display not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.